Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. Dimensional analysis of the connector boot was measured within the product specifications. No further anomalies found. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported that while patient was still in procedure room during an implantation of two low voltage leads. One lead exhibited high threshold and the other lead was unable to be implanted due to failure to fixate to the cardiac tissue. Both leads were not used, and the procedure was completed with different leads on (B)(6) 2024. The patient was recovering post procedure.